Manufacturer narrative:
(B)(4). This report is being submitted late due to remediation efforts.  Complaint sample was evaluated and the reported event was confirmed. The hex bolt was fractured at two locations at the shaft near the hex head and on the threaded portion which was lodged in the returned continuum shell. Damage was seen on the lead thread of the shell, after the fractured bolt was extracted. The shell inserter exhibits wear and tear that indicates extensive use. DHR was reviewed and no discrepancies were found. The root cause is attributed to a previously addressed design issue. Based on the manufacture date, this device pre-dates the design change. No further corrective action has been indicated from the result of this investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The instrument fractured during use. The male threads remained in the mating female threads of the acetabular cup. A delay of 10 minutes was reported. The surgery was finished with another device. No patient consequences were reported. Additional information is not available at this time.